Event description:
Our affiliate is reporting that during an arthroscopic procedure, the surgeon observed metal filings emanating from 2 shaver blades and falling into the pt's joint space. The surgeon states that it was very difficult to assemble the blades onto the shaver mechanism for use. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt. See also associated MDR 1221934-2010-00040.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.